Manufacturer narrative:
(B) (4). Evaluation summary: on (B) (6) 2010, a clinical development manager (cdm) visited the site and was able to learn that the surgeon had increased the intralase bed energy from 1.1 uj to 1.2 uj, while all other settings remained the same. The customer contact indicated that prior to the change; there were no patients with diffused lamellar keratitis (dlk). The cdm also reported the site uses statim autoclave (serviced 3x yearly) filled with distilled water, no spore testing, no gloves, alcaine, zymar 4 times a day, pred forte every 2 hours, non-disposable cannulas and universal cleaner. Fse discussed with the site the unlikelihood that the minimal energy change being the cause of the dlk, but to decrease the bed energy back to 1.1 uj and continue to observe the events. In addition, the cdm discussed the use of disposable cannulas and spore testing the autoclave. The room environment was reported stable temperature and humidity. As of 05/07/10, no further cases of dlk have been reported.

Event description:
The intralase fs laser was used to create bilateral corneal flap (s) for lasik surgery on (B) (6) 2010. One day post-op (B) (6) 2009, the patient presented with mild to moderate diffuse lamellar keratitis (dlk) grade 2 on both (ou) eyes. A flaplift and rinse ou was performed. The surgeon lifted, rinsed the flap and increased anti-inflammatory with taper. Surgeon continued the patient's treatment with topical steroids zymar 4 times a day. No patient harm reported with a post-op bcva of 20/20. The patient responded to treatment and the dlk has resolved with no loss of vision reported.